Event description:
The customer reported a leak from the ucta (universal closed tube aliquotter) sample probe on their unicel dxc 880i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the left ucta (universal closed tube aliquotter) sample probe. The fse resolved the leak issue by swapping and reseating the sample probe valves (v1 and v2), and trimming/reconnecting the ucta 20 psi tubing line. The beckman coulter internal identifier for this event is (B)(4).